Event description:
Reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens (date unknown). Low vault was noted, the lens was explanted (date unknown). Exchange for another lens is planned. Patient's last known best corrected visual acuity was 20/40 as of (B)(6) 2015.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Evaluation conclusion: (no conclusion can be drawn). (B)(4).